Manufacturer narrative:
Section d4: corrected the catalog number on this report based on the returned product.

Event description:
It was reported that the lancet protrudes beyond the end cap of the device.